Event description:
It was reported that catheter stuck on wire occurred. An angiojet zelantedvt catheter was used in a thrombectomy procedure. During the procedure, despite re-priming and flushing, it was noted that the guidewire was stuck on the catheter. Both devices were removed together. No patient complications were reported.